Manufacturer narrative:
The calcium reagent lot number was 814941. The reagent expiration date was requested, but not provided. After the initial value was measured, the customer received a cell blank alarm on the analyzer. The customer changed the cuvettes and lamp. The sample probe was also cleaned. A hardware performance check was done. Calibration and controls were acceptable; a general reagent issue was ruled out. The field service engineer determined there was a loose screw on a reagent pump which could cause incorrect pipetting. The engineer corrected the issue. No further issues have occurred since this action. The investigation determined the service actions resolved the issue. Medwatch field e1. Facility name was provided as "dietrich-bonhoeffer-klinikum institut für laboratoriums- diagnostik, mikrobiologie und transfusionsmedizin".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a calcium value of 1.54 mmol/l and it repeated on a second analyzer as 2.25 mmol/l.